Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned for implantation in a patient for the endovascular treatment of a 50mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, the device was inserted and reached close to the terminal aorta; however it could not advance further. The device was inserted again, and pta (percutaneous transluminal angioplasty) with ballooning was performed in the right cia (common iliac artery) and the eia (external iliac artery). It was reported that after this, repeated delivery of the device was attempted but still it could advance no further. As the access vessel was now damaged, repair was performed. It was noted that the procedure ended without being able to deliver the device to the target lesion. It is noted that no known additional treatment for the aneurysm is planned for this patient. As per the physician, the cause of the event was anatomy related due to the slight calcification present from the access vessel (right eia) to the cia and the narrow diameter of the access vessel of approximately 6mm. No additional clinical sequelae were reported and the patient will is fine.